Manufacturer narrative:
Please note the corrections made to the h6 results code and conclusion code: the reported event was confirmed, based on available medical records and professional healthcare expert assessment. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed. "The tibial component shows radiolucence, anteromedial cysts and some subsidence medially. The pe cannot be assessed directly in the CT-scan, there is no clear indirect sign of loosening or breakage, though. The talar component does show little radiolucence and a smaller lateral cyst. Loosening cannot be confirmed directly from these findings only. The tibial component shows loosening and migration. The talar component is not clearly loosened, therefore the answer is open without further information." Based on investigation, the root cause was attributed to a patient related issue. The failure was caused by cysts near tibial and talar component suggesting poor bone quality which resulted in loosening of implant. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
There is an upcoming revision surgery. The patient has severe pain and swelling. The usual reasons for revision. There is also obvious loosening on the CT as you can see.

Event description:
There is an upcoming revision surgery. The patient has severe pain and swelling. The usual reasons for revision. There is also obvious loosening on the CT as you can see.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.